Manufacturer narrative:
The insulin pump was received with no button response due to j2 lcd unlock keypad connector. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that they cannot rewind the insulin pump. Customer is unable to press down on the buttons. Customer stated that the down arrow key and the bolus buttons were unresponsive. Customer has been treating with manual injections. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.